Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
It was reported that the gst 45mm reload could not be assembled on the echelon power device as the metal part was partially loose. No patient consequences reported. No further information is available.